Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (electrodes non-functional) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the trunk cable was pulled from the distribution node (dn) strain relief, damaging the pulse wire inside the trunk cable. The cause of the incoming test failure is the damaged cable and wire. The root cause of the damaged cable and wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a belt indicating that the electrodes were non-functional.